Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. This is the second of three reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple knives were noted to be blunt during separate cataract surgeries. Alternate knives were obtained in order to complete each procedure. There was no impact to any patient.

Manufacturer narrative:
No actual knife sample has been returned for evaluation for the report of blunt knives therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. Photo numbers one through four confirm the reported product. An actual sample was not returned and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).